Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were increasing thresholds that became high on the right atrial (ra) lead. It was further reported there was a gradual increase in the ra lead impedance and the impedance became high. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the ra lead was previously reprogrammed.